Event description:
Return reason: ruptured balloon. (Catheter tip wad cut by customer.) Analysis determined: investigation found that the balloon did not rupture, but that there is an interlumen leak due to a break in the catheter tubing allowing air to escape through the inflation lumen. No customer cut marks were observed. The origin of the break could not be determined. No manufacturing defects were observed. Unit was used in vivo. This was not determined unitl analyis was completed. No further information is available on the patient's status. Corrective action taken: the corrective action is that manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determined if further corrective action is necessary.